Event description:
It was reported that the health care professional (hcp) requested a review of a ventricular tachycardia (vt) episode for this pacemaker. Technical services (ts) provided a review of the report and noted that two distinct right ventricular (rv) morphologies could be seen, negative 1st component appeared rv and the more positive component appeared farfield right atrial (ra) signal or bundle his signal. Additionally, a review of the presenting noted the rv lead exhibited high capture thresholds and loss of his bundle capture. Ts discussed that the vt episode appeared to be rv lead oversensing of the ra or some junctional rhythm. This pacemaker remains in service. No adverse patient effects were reported.